Manufacturer narrative:
Additional lot number: 8k7095. The devices referenced in this report were returned to olympus for investigation, but were inadvertently misrouted and are currently not available for evaluation. The cause of the user's experience cannot be conclusively determined at this time. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that prior to the start of a therapeutic endobronchial ultrasound procedure, the user facility tested needles from two different lots numbers, but experienced difficulty inserting each of the five needles through the bronchoscope. The user facility elected to abort and reschedule the procedure, and the patient was taken out of sedation. No devices were inserted into the patient and there was no patient or customer injury.